Manufacturer narrative:
The technical service specialist (tss) inspected the cuvette washer operation and resolved the issue by replacing the cuvette dry tip and the high concentration waste peristaltic pump tubing. A definitive cause of the discrepant results was not identified; therefore, the alinity c processing module serial number (B)(6) was considered the likely cause. An instrument service history review revealed no additional service tickets associated with discrepant/erratic results reported for (B)(6) . There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for four patient samples. The customer repeated the samples on other analyzers prior to releasing the results. In addition, instrument error message 3062 (residual liquid in cuvettes) was also generated. The customer inspected the analyzer and found that the cuvettes were overflowing. The following patient results were provided: customer¿s normal reference range: 133 to 146 mmol/l. Sid (B)(6) initial sodium result = 114 mmol/l; repeat result = 135 mmol/l. Sid (B)(6) initial sodium result = 116 mmol/l; repeat result = 140 mmol/l. Sid (B)(6) initial sodium result = 105 mmol/l; repeat result = 133 mmol/l. Sid (B)(6) initial sodium result = 106 mmol/l; repeat result = 139 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for four patient samples. The customer repeated the samples on other analyzers prior to releasing the results. In addition, instrument error message 3062 (residual liquid in cuvettes) was also generated. The customer inspected the analyzer and found that the cuvettes were overflowing. The following patient results were provided: customer¿s normal reference range: 133 to 146 mmol/l. Sid (B)(6) initial sodium result = 114 mmol/l; repeat result = 135 mmol/l. Sid (B)(6) initial sodium result = 116 mmol/l; repeat result = 140 mmol/l. Sid (B)(6) initial sodium result = 105 mmol/l; repeat result = 133 mmol/l. Sid (B)(6) initial sodium result = 106 mmol/l; repeat result = 139 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.